Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test due to his adc freestyle libre reader not powering on with button press or test strip insertion. Customer was unable to check his blood sugar and he experienced dizziness and could not walk. Customer was seen at the hospital where a reading of 500 mg/dl was obtained on an unspecified meter and was treated with "two times" of insulin to lower the blood glucose. There was no report of death or permanent impairment associated with this event.